Event description:
The customer reported that their pump screen was dark and would not turn on, and the battery was not charging despite various troubleshooting steps. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump and informed the customer that a replacement with updated software would be sent. The customer reverted to manual injections for insulin therapy.